Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 64-year-old male patient, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 2112020-2022-00625 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functional testing including analysis and shock testing. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the data log files showed the presence of artifact. The first analysis gave a shock advised determination and a shock was delivered. However, the next two analyses did not meet the requirements for a shockable event due to the noise artifact detected. Artifact is considered unusable and is rejected by the algorithm. If artifact is continuously detected the analysis is halted. This is to ensure that an accurate analysis is detected. The device performed as designed. Analysis of reports of this type has not identified an increase in trend.